Event description:
It was reported that the caller was in the middle of a check and the screen went black with an error message. The programmer came back up to a certain extent, but the programmer screen was only partially visible and the part that was visible was magnified. Cycling power cleared the error. Technical support (ts) suggested that the caller use the programmer service disk. The programmer was restored to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).